Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a laparoscopic gastric bypass procedure, it was noted that the suturing device could not open its jaws. The staff surgeon was able to open the jaws using the suturing technique (not the normal unloading procedure) and release the needle. The needle was unloaded in two pieces. The next suture was used without incident. When trying to load the next suture, it was advised by vendor rep to retrieve a new device as the staff surgeon did not think it would work properly. New suturing device was retrieved and used without incident. No other information provided.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ftr#(B)(4). H3: post market vigilance (pmv) led an evaluation of one device. No needle was returned with the instrument. No visual abnormalities were observed on the device. Microscopic inspection did not reveal any witness marks from the needle tip impacting the beveled wall or sheering on the toggle switches. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot number/serial number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.